Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion, guide cath: hyperion. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed; however, the reported physical resistance could not be replicated in a testing environment as they are based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and mildly calcified de novo proximal to mid right coronary artery (rca) that was 90% stenosed. A 2.0 x 15 mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation; however, the balloon ruptured at 6 atmospheres during the first inflation. The device may have met resistance with the anatomy during advancement. The device was then replaced with unspecified non-abbott bdcs to pre-dilate the lesion. Then, stent implantation was done to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.